Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope exhibited a hole in the biopsy channel. The issue occurred during procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction added to field: g2. Additional information added to fields: d8, d9, h3, and h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the channel opening had deep chips and scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a deep chip / scratch was found at the opening of the channel, which resulted in reported leak of the channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.